Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 600 mg/dl. The customer declined to troubleshoot for the high blood glucose incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose level with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests and self-test. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. (B)(4).